Event description:
Customer reported a patient experienced shaking, rigors, and fever during a dialysis treatment. The treatment was stopped and the patient was given 1 gram of ancef. The customer stated that the patient was fine the next day.